Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a replacement due to battery depletion. From the time the battery died to the time of replacement it was difficult for the patient. There was an allegation/dissatisfaction with ins longevity. They were told it would last 5 years and it barely lasted 6 months. They had their device replaced with a rechargeable ins. Further follow-up is being conducted to determine if they experienced any symptoms with the battery depletion, what troubleshooting was performed and what the cause was of the battery depletion. If additional information is received, a follow-up report will be submitted.